Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation and the information provided the following is the results of the investigation: 1. "White foreign matter was found inside the air/water cylinder and the air/water tube" - the foreign matt remaining in the device could not be identified. No physical damage was confirmed at the place with the foreign material remained. The root cause could not be identified. 2. "Burn on plastic distal end cover" - the investigation found that the equipment had an insulation defect at the tip, but the plastic distal end cover was not burned. However, the root cause could not be identified. The suggested event can be detected/prevented by handling device in accordance with the following IFU. Regarding the incident 1, the IFU describes as follows. Operation manual 4.2 insertion air/water feeding and suction ¿ nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited white foreign material at the air/water tube, air/water cylinder and the plastic distal end cover was burned. There were no reports of patient involvement.